Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported getting inaccurate readings with the sensor. Customer's blood glucose level was 72 mg/dl and the sensor glucose reading was 40 mg/dl that triggered the insulin pump to suspend insulin. Troubleshooting was performed. The sensor will be returned for analysis.